Event description:
The patient reported charging issues between the implant and the external equipment. An advanced bionics representative performed device evaluation. The problem could not be confirmed. The surgeon decided to explant the system.